Manufacturer narrative:
The returned valve was not patent. Proteinaceous debris was observed in the interior of the valve. The leakage, reflux, pressure-flow, and preimplantation tests were precluded due to the valve occlusion. The instructions for use that accompanies the device states that the valve may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The returned valve was not patent. Proteinaceous debris was observed in the interior of the valve. The leakage, reflux, pressure-flow, and preimplantation tests were precluded due to the valve occlusion. The instructions for use that accompanies the device states that the valve may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a strata valve that was implanted sometime in 2013 was explanted from the patient because the surgeon suspected that it was occluded. It was also reported that the patient is currently doing great.